Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence, infection (early onset), seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, infection (early onset), seroma, and migration.

Event description:
Healthcare professional reported that the patient experience the events of "small breakdown of the incision and looked a little red but there was no drainage", "infected seroma of the right breast periprosthetic space", "redness" and "drainage", "slight degree of swelling", as well as "lateral migration of the implant¿. The device was explanted. This record is for the right side.